Event description:
According to the reporter: pouches are tear and can not open. And specimen can not enter into. Additional information requested and not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/02/2015.

Manufacturer narrative:
(B)(4). Additional information provided by the account.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/02/2015. Corrected information: report date updated to reflect the correct notification date.

Event description:
Procedure: splenectomy. According to the reporter: no device component fell into the patient's cavity. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The patient is alive.

Manufacturer narrative:
(B)(4).